Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump alarmed for no delivery during a bolus. The blood glucose reading was 300 - 400 mg/dl. The customer was unable to troubleshoot for the no delivery alarm due to it being a past even. The customer treated the high blood glucose with manual injection. The drive support cap was normal and recessed. The site was not sore or irritated and the insulin was good. The customer was advised to remove the infusion set and reported that the cannula was straight but that there was blood in the tubing. The customer declined to check the settings or to check the tubing or reservoir for air bubbles or leaks. The customer was advised to call back when a tubing clamp was available in order to perform a high pressure test.